Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a knife blade contained in a surgical kit. The customer reports "during a left total knee surgery, a blade the surgeon returned to the mayo had a missing tip. An x-ray was taken and it showed the location of the "blade tip". The surgeon decided not to retrieve the blade".